Event description:
Boston scientific received information that the impedances on this right ventricular (rv) lead rose from 500 ohms to 1,600 ohms in the last three months. All other measurements remain normal. The health care professional (hcp) discussed with boston scientific technical services (ts) that there is likely to be a future replacement. No adverse patient effects reported

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available this investigation will be updated.